Manufacturer narrative:
Additional information regarding treatment of the necrosis was not reported. This report is submitted on may 3, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced necrosis of the skinflap at the magnet site of the processor.